Event description:
Reporter alleged pts' blood glucose measured 202 mg/dl on a meter at 18:04 compared to a professional method of 424 mg/dl at 18:01. Reporter stated the controls were opened the day of the alleged comparison, ran on the sets of test strips used in the incident, and both level one and two passed. Any treatment and/or delay of treatment or info on any actions taken were reportedly not provided. A request was made for the return of the suspect device and replacement product was sent.